Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.

Event description:
The customer reported the machine is not getting on. This is consistent with a failure ot power up. There was no pt involvement.